Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged during release. The lp was removed and a transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement and difficulty separating were not confirmed. The pacemaker was returned for analysis. Visual inspection noted blood on helix and helix length was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information noted the leadless pacemaker exhibited difficulty separating from the catheter leading up to the dislodgement.